Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical product: vanguard cruciate retaining tibial bearing, cat# 183440 lot#: 310180. Vanguard series-a standard patella, cat#: 184764 lot#: 083430. Vanguard polished finned tibial tray, cat#: 141253 lot#: 2016120275. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07149, 0001825034-2017-07150, 0001825034-2017-07151. Remains implanted.

Event description:
It was reported that the patient was suffering from a wound infection, four weeks after initial implantation of devices, with required intravenous antibiotic therapy. It was also reported that the patient is experiencing a wound healing delay. No additional patient consequences were reported.